Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Event description:
It was reported, that the patient's ipg was inoperable. A manufacturer representative confirmed, the issue and as a result the patient no longer has effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.